Event description:
It was reported to medtronic minimed that the customer experienced dose log/report data inaccuracy and inpen app is not recording the exact doses dialed on the inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and it was suggested to replace the inpen. The event involved product(s) mmt105nnpkna. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The inpen paired to the commercial app. Unable to perform baseline and wireless functionality due to missing injection foot. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed front cap investigation. In conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of dose log inaccuracy not confirmed due to missing injection foot. Missing injection foot can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.